Event description:
It was reported that a flogard infusion pump doesn't function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of device doesn?t function was confirmed as an f-38 alarm. The root cause of the alarm was determined to be defective force sensing resistors (fsrs). To resolve the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.